Event description:
Pt was preparing for bed and suddenly slumped and was caught by spouse. Spouse lowered pt to the floor and called 911. Ems arrived and discovered vfib. Utilized multiple direct current counter shocks, acls, intubated had 5 rounds of epi and 300 mg of amiodarone and became asystole. There was no activity noted from pacemaker. CPR initiated at the scene and continued during transport. Upon arrival to the emergency department, had down time of 40 minutes. Rhythm was asystole as checked by multiple leads. No dtr's, no corneal blinks, pupils unresponsive. No signs of life. Pronounced dead.